Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is not needed because the event was determined to be not MDR reportable per work instruction (B)(4) medical device reporting, and there was no reported device allegation or returned product analysis findings suggestive of a failure of a device, labeling or packaging to meet specifications.

Event description:
The manufacturer representative (rep) reported that the patient was experiencing tingling between the shoulder blades. The patient made an appointment with the rep today to have the ins reprogrammed. The patient stated she typically felt stimulation in the neck and down her arms but noted that about a week ago felt tingling between the shoulder blades. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.